Event description:
It was reported that during case "handpiece exposure control motor failure" error displayed on screen. There was a delay greater than 30 minutes and surgery was completed with manual instrumentation.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case screenshots and log files were returned for investigation. DHR review found that the software version (rc-6103) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions for using the handpiece. This failure is an identified failure mode within the risk file. Review of the log files confirmed that there was an actual jam detection error. Therefore, this was not an occurrence of a bug (overcurrent error) or an issue with the handpiece connector receptacle on the navio cart. The log files showed that there were two jams detected. For the first, the target exposure was 142 ticks and the measured exposure was 117 ticks. In the second, the target exposure was 333 ticks and the measured exposure was 334 ticks. These distances indicate that it was not an instance of a bug, when the point probe is left on the handpiece when entering cut mode. Lastly, no snap lock damage was reported. Therefore, it is likely that there was some debris caught in the handpiece drill guide support or gears that caused the jams. No problem was found. There was no probable cause of the issue as there was no problem found with the device. A relationship between the device and the reported event could be established.